Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Only the inserter was returned, no suture, anchor or packaging material. Functional assessment of the inserter confirmed it functioned as intended. Without the return of the suture the reported complaint cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint. The footprint suture anchor is implantable however, we are unable to determine if micro-motion and or migration of the retained footprint suture anchor is possible. The future impact to the patient is expected to be negligible as the retained anchor is implanted and the additional anchor to complete the procedure would not add to the patient impact.

Event description:
It was reported that during a shoulder procedure after implanting, the sutures pulled out of the anchor after it was implanted and while the surgeon was tensioning the sutures. The anchor did not pull out, it would have had to break at some point which would allow the sutures to be able to come out of the anchor. The anchor was left in the patient and an additional bone was made to complete the procedure with a backup device, with no delay or patient injuries.